Manufacturer narrative:
Sample has not been returned in time for this report. The results of the investigation are not available at the time of this report. A f/u investigation will be sent when completed.

Event description:
The event is reported as: it was reported that the pt's incision was open and sutures had "extruded". The incision looked infected. The pt was treated and is doing fine now.